Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, aortic valve replacement was performed and this 23 mm trifecta valve was implanted utilizing non-everting mattress sutures with pledgets. On (B)(6) 2016, re-do aortic valve replacement was performed due to severe aortic regurgitation and this trifecta valve was explanted. Upon explant of this valve, a longitudinal tear was observed from the commissure toward the base of the right coronary cusp. A 23 mm tissue valve from another manufacturer was implanted.

Manufacturer narrative:
(B)(4). The results of this investigation concluded fibrous pannus ingrowth was found on the inflow surface of cusp 2, and on the outflow surface of cusps 1 and 3. A tear was observed in cusp 3. No inflammation or calcifications were observed. No evidence was found to suggest the cause of the pannus and cusp tear was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.